Event description:
(B)(4). Procedure was done in 2003.... Heavy bleeding during menstrual cycle, extreme large blood clots, weight gain, pelvic pain, headache and migraines, muscle weakness, bloating, tingling in fingers and toes, intolerance to cold, brain fog, depression, mood issues due to pain. Passing out, vaginal discharge, hot flashes, inflammation, sexual disfunction, pain full sex, pressure in vagina, breast pain and tenderness, low back pain, bowel issues, anxiety, dizzy, ringing in ear, boil like bumps in glands under arms and now spreading to other areas, dental issues, blurry vision, sensitive to light, night sweats, frequent heartburn/ serious acid reflux.